Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.